Manufacturer narrative:
H6: investigation summary: this memo is to summarize findings on the recent complaint against columbia agar with 5% sheep blood, catalog number 254071, lot number 1145995. It was reported that 33 plates were found to be contaminated. The complaint trends were reviewed. There was one similar complaint reported during that period on this lot number. However, a trend could not be identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Picture sample was provided showing 4 plates with contamination. A visual inspection was performed on the retention sample and one stack of plates were incubated. As a result of this analysis no contamination was observed. H3 other text : see h10.

Event description:
It was reported that 33 bd bbl¿ columbia agar plates with 5% sheep blood were contaminated. The following information was provided by the initial reporter, translated from german to english: "33 contaminated agar plates; from 9.8. Till 23.08. Observed - out of 40 x 120; single plate out of 10. Package of 10 ppm with one single contaminated agar plate."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 33 bd bbl¿ columbia agar plates with 5% sheep blood were contaminated. The following information was provided by the initial reporter, translated from german to english: "33 contaminated agar plates; from 9.8. Till 23.08. Observed - out of 40 x 120; single plate out of 10. Package of 10 ppm with one single contaminated agar plate."